Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant of a leadless implantable pulse generator (ipg) there was a pacing failure and loss of capture. It was also reported there was rising thresholds on the device. It was noted there were fluctuations in the data according to the patient¿s body posture. The patient had an increased hospital stay. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.